Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the reported intermittent door open alarm by reproducing a door not fully latched alarm while attempting to load a set. Evaluation found the door able to latch close with a loaded set, however the force required to secure the door was above expected levels causing this condition. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had intermittent door open alarms during testing. It was also reported that there was no patient involvement.